Event description:
It was reported when the patient presented to a clinic post-generator changeout, multiple nsln episodes were recorded due to rv lead noise. Noise was not observed prior to the generator change. Programming changes were recommended. The patient will be monitored. No further information is available.

Manufacturer narrative:
(B)(4).